Event description:
The endovascular main body graft was deployed as per the instructions for use. The contralateral iliac leg graft was noted to be too long to preserve the left hypogastric artery. Therefore, the leg graft was deployed up inside the main body graft with a one and a half stent above the bifurcation. The ipsilateral iliac leg graft was then deployed into the limb of the main body graft and extended to the same height as the contralateral iliac leg graft. As a result of the high placement on the ipsilateral side, the iliac leg graft feel short of the desired landing zone. An iliac leg extension was placed distal to the ipsilateral iliac leg graft to compensate for the difference in the length lost, and was sealed approx. Post angiogram noted patent hypogastric arteries and no visible sign of an endoleak.